Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to post implant bleeding. Whether the outcome was device or therapy related was not provided.

Event description:
The cause of death was attributed to postoperative bleeding complications, sepsis, and disseminated intravascular coagulation (dic). Prior to the outcome, treatment measures included reoperation to control the bleeding and administration of medications. It was further reported that the patient was transferred to the intensive care unit (ICU) with an open sternum, which remained open until death. The event was not considered device or therapy related. The device reportedly performed well and operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.